Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm with severe neck angulation. While preparing for the case the physician did several angiograms to confirm the lowest renal artery, which he believed was the right renal artery. The physician never visualized the left renal artery. The device was inserted and successfully implanted at the target site. The device was modeled with a balloon. On the angio everything was fine. However, it was determined that the left renal artery was coming off the aneurysm sac and was occluded. It was decided that a bypass was not a good option. No clinical sequelae were reported and the patient is fine. An internal review of the returned intraoperative angiogram flat films showed a highly angulated neck (>60 degrees). The left renal was lower then the right renal; near the proximal sac. Post-implant the left renal is covered.

Manufacturer narrative:
(B)(4). Evaluation, results: (occlusion of vessel). (Poor visualization of renal artery). (Used in severely angled neck). Conclusion: (poor visualization of renal artery). (Used in severely angled neck; coverage of vessel).